Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their device was malfunctioning and they lost their ID card so they didn't know what device they had and the doctor didn't either and wanted to know. Patient said the device had not been working for like 2 years and now they could hardly walk. Patient mentioned they were almost to the point where they just needed to put a different one in. Agent asked, patient said their device was from this manufacturer, but lost the ID card and couldn't find their external equipment during the call. Patient said they were implanted in 2005. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will check if the implanting hcp office still has records and if not, will see if current hcp office could contact a manufacturer representative (rep) and see if they could assist.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.